Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue when utilizing the flat emitter and the retractors.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the tracking would intermittently cease. It was reported that one area of the anatomy would lose tracking. Once an instrument cleared the zone where navigation could not be performed, the instrument was found to be accurate. The representative noted that there were retractors near the zone. There was a reported delay to the procedure of one minute due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the reported issue was caused by metal interference. The software functioned as designed.